Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing reference: 2030404-2020-00016, 3005334138-2020-00086. During a re-do pulmonary vein isolation ablation procedure a pericardial effusion occurred. Following the procedure the patient was hypotensive, nauseous, and experienced chest pain. Transesophageal echocardiography was performed and confirmed a pericardial effusion. A drain was placed to stabilize the patient. The user stated a cardiac perforation may have occurred in the left atrial appendage, in which the spiral and ablation catheters were located or during sheath removal. There were no performance issues with any abbott device.